Event description:
The patient reported through a manufacturer representative that the ¿ac power cord did not enter the recharger outlet and the recharger could not be charged.¿ it was noted that a few attempts were made and ¿it entered, but the recharger stopped and displayed fully charged even though it wasn¿t fully charged.¿ the patient¿s implantable neurostimulator (ins) could be charged at the time of report. It was unknown whether any external factors may have led or contributed to the issue. Since the ¿event did not improve even after reinserting it several times,¿ the recharger was ultimately replaced as a result of the event and the issue was resolved. There were no surgical interventions planned or performed and the chronic pain patient was alive with no injury at the time of report. No complications were reported or anticipated. Additional information received from the manufacturing representative found that damage was observed on the connection part of the ac power side. It was noted that something like a black debris inside the connection cord was about to come off. The recharger was unable to be recharged. Anomaly appears to have occurred through product use. No patient harm reported.

Manufacturer narrative:
Continuation of d10: product ID 37761 serial (B)(6) : product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial (B)(6) : analysis of the desktop charger, model 37761, s/n (B)(6) , revealed damaged pins in the connector. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. G2. Foreign: jp medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.